Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation and the information provided, the probable cause could not be estimated because the reproduction of the event in which the image was not displayed from the attached document was not confirmed, and no failure was confirmed. The root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the video system center had a poor quality image and partial image blackout. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.